Event description:
A surgeon performed a laparoscopic lysis of adhesions and instillation of gynecare intergel on a pt with a partial small bowel obstruction in 2003. Three days post-op the pt developed a fever of 103 degrees. They were also in a moderate amount of pain. Wbc was normal. CT was normal. A paracentesis was performed to retrieve some of the gynecare intergel for culture. This was accomplished and the sample showed no growth. The pain and fevers persisted. Ultimately, another paracentesis was perofrmed 3 days later and as much gynecare intergel was removed as possible. This resulted in an immediate defervescene of the pt's fever and pain. They have been fine since.